Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer indicates that the system was in pending start-up and being stored in the warehouse. A replacement battery was ordered for replacement. A philips authorized service provider (asp) evaluated the device onsite and confirmed the device reported a battery failure as if it did not have battery. The battery voltage was very low. The asp replaced the battery. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the equipment shows battery failure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.